Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-jun-2017, the fse noted that the incubator table had become misaligned. The fse aligned the incubator table and performed operational tests. Additionally, the fse adjusted the wash assembly due to an axis error and checked the wash probe alignments. Controls were run, and the customer verified in that the analyzer was operational and in range. The most probable cause of the reported event was a misaligned incubator table.

Event description:
On (B)(6) 2017, the customer reported receiving a cup transfer overrun error on their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb, ctnl2, myo and prog patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.